Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 20-feb-2020. The most recent information was received on 03-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of endometriosis ('endometriosis') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced endometriosis (seriousness criterion medically significant), abdominal pain upper ("stomach ache"), myalgia ("muscle pain") and ear disorder ("ear problem"). At the time of the report, the endometriosis, abdominal pain upper, myalgia and ear disorder outcome was unknown. The reporter considered abdominal pain upper, ear disorder, endometriosis and myalgia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 20-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of endometriosis ('endometriosis') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced endometriosis (seriousness criterion medically significant), abdominal pain upper ("stomach ache"), myalgia ("muscle pain") and ear disorder ("ear problem"). At the time of the report, the endometriosis, abdominal pain upper, myalgia and ear disorder outcome was unknown. The reporter considered abdominal pain upper, ear disorder, endometriosis and myalgia to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.